Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opened up the new kit to finish the procedure."

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one opened cvc kit, including one guide wire assembly, arrow raulerson syringe (ars), introducer needle, and catheter, for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire contained multiple kinks on the body. Microscopic examination confirmed the damage. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opened up the new kit to finish the procedure."